Event description:
Monitors alarms were turned off as well as arrhythmia. Pt leads came off and pt expired. The system gave no audible alarm. Customer request that the ability to disable "asy" and heart rate alarms be protected under unit manager password or biomed password.